Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and moderately calcified de novo lesion in the mid circumflex artery. A 2.75x15mm xience prime stent was deployed; however, a distal edge dissection occurred. A 2.75x12mm xience prime stent was used to successfully cover the dissection. The patient is alright. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.